Manufacturer narrative:
The customer stated controls passed on both meters on the day of the event. Both meters and the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) (meter a) and accu-chek inform ii meter serial number (B)(4) (meter b). The result from meter a was 500 mg/dl. The result on meter b within 15 minutes was 376 mg/dl. The lower result from meter b was believed to be more accurate.

Manufacturer narrative:
Meter a (serial number (B)(6) ) and meter b (serial number (B)(6) ) were returned for investigation. The test strips were not returned. Meter a was tested with retention test strips (lot 479206) and retention controls: control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results: level 1 ¿ 46, 44, 46 mg/dl level 2 ¿ 306, 312, 309 mg/dl all returned results are within acceptable range. Meter b was tested with retention test strips (lot 479206) and retention controls: control ranges: level 1: 30 - 60 mg/dl level 2: 261 - 353 mg/dl results: level 1: 46, 46, and 45 mg/dl level 2: 308, 309, and 308 mg/dl all returned results were within the acceptable range. Meter a and meter b were disassembled and fluid residue was observed on the electronic mainboard of each meter. No information was provided in the complaint that could point to a cause for the result discrepancy.